Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting, the customer reloaded the cartridge and was able to receive an accurate estimate. There was no impact to the customer's blood glucose level.